Event description:
Affiliate reported that a blockage in the valve or catheter. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that an occlusion could not be found. However, it cannot be determined if a blockage was dislodged during the decontamination process. The device was tested for flow and pressure, the device passed. However when programming was attempted the device did not program. Biological debris appears to be the root cause for the programming problems. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.